Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant, the left ventricular lead was dropped on the floor before it was implanted. The lead was not used and was replaced by a new one. No patient complications have been reported as a result of this event.